Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient complained of halos, glare and dry eyes. The surgeon performed a yag procedure and prescribed eye drops for dry eyes. Following the yag procedure and use of eye drops, the patient¿s symptoms lessened; however, the patient could not tolerate the blurry vision she was experiencing. The lens was exchanged for a monofocal lens in a secondary procedure by another surgeon. There are two medical device reports associated with this patient. This report is for the left eye.